Manufacturer narrative:
Based on the op report received, the device was explanted due to severe prosthetic valve aortic stenosis and moderate aortic valve regurgitation. Per the findings, the patient had a severely calcified prosthetic aortic valve. All 3 leaflets of the previously implanted pericardial valve were extremely heavily calcified. Two of the 3 leaflets were completely immobile. The third leaflet was restricted, but moved somewhat. The calcification was dystrophic and was extremely severe. The aortic root was also heavily calcified throughout the sinuses of valsalva as was the proximal aorta which made the entire operation extremely difficult. The old valve was explanted and the annulus was reconstructed along the right coronary annulus. After all calcium had been debrided from that annulus, it did require reconstruction. A new edwards bioprosthetic valve was implanted and tee at the completion of the procedure revealed a normally functioning aortic valve prosthesis with no paravalvular leak, no ai and normal lv function. Unforunately, the source of the reported calcification could not be assessed since the explanted valve was not returned to edwards. Although the root cause cannot be confirmed, it appears that the stenosis and regurgitation were likely caused by the heavily calcified valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years. The reason for explant was not provided. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Eval code = device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the reported event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted if any new information is received.